Event description:
Additional information was received from a manufacturer representative (rep) stating that the cause of the impedance issues were unknown. Rep adds that the patient is currently looking for a different healthcare provider (hcp), and will be establish care/discussing this issue with their new hcp. Issue is not resolved, but the patient has been in contact with the new hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An impedance issue was reported, specifically a low impedance or short. The impedance issues were as follows: 0- red, 1-4000 avoid, 2-4000 avoid, 3-4000 avoid, 4-4000 avoid, 5-4000 avoid, 6-4000 avoid, and 7-4000 avoid. Troubleshooting was performed. The representative (rep) reprogrammed the patient using the other lead. The cause was not known, and the issue was not resolved. The patient denies any falls but she did state that she lifted her 50 pound grandson yesterday. She denies any pain after doing so, however, when she went to adjust her intensity this morning she noticed "a code pop up on the screen stating that she was unable to make adjustments." The rep checked connectivity first and noticed there were two contacts with red xs on electrodes 4, 5 that connect to the battery. The rep then completed an impedance check on the leads and found avoid impedance issues on the whole 0-7 lead. The rep proceeded to reprogram the patient's 3 groups. They were able to achieve bilateral coverage without using the 0-7 lead at all. The rep instructed the patient to make an appointment with her pain doctor. No symptoms were reported.